Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an ins the rep was trying to setup for a future case. It was reported that the reason for the call was that the rep said the handset would find the communicator, but it would not connect to the implant. The handset for this ins had been updated. The rep had reset the handset and tried a different handset and communicator, but still no connection. They had tried a different location, and still had the same issue. They were not aware of anything else connected to the ins. The manufacturer help line told the rep to try again at home. If the issue persisted, then the rep would email back to send the equipment back. The help line also emailed the rep to try a different neurostimulator, as they did not rule out the neurostimulator being the problem. The rep was trying to setup for a future case. No patient or healthcare provider was involved. Twelve days later, the rep reported it was determined the handset would not connect to any communicator or implant. They had tried connecting the programmer to three different communicators as well as different inss.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the handset was unable to ever connect to the communicator(s) so the implant was "essentially useless" in this case. They used another communicator to see if it would work with that one but it was ultimately unsuccessful. Troubleshooting by themselves had included restarting the handset, and using different clinician apps/communicators.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.